Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-27972. It was reported that loss of capture due to right ventricular lead noise was observed on the right ventricular lead. The patient's pacemaker was also subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The right ventricular lead and pacemaker were explanted and replaced. The patient was stable.